Event description:
It was reported that, pt stated that her first surgery was on (B)(6) 2011. Pt has had constant pain for the past month. She had an MRI in (B)(6). The MRI showed that a fibroid tumor had developed over the head of implant. Her doctor told her that the inflammation from the implants caused the tumor. She is scheduled for a revision surgery.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.